Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Review of the device data logs confirmed the reported system fault 140 and 218. The investigation determined that the root cause was a software upgrade issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf140 and sf218) indicating a wrong priority alarm and main board error respectively. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrences of the error messages (sf140 and sf218). The evaluation determined that the reported fault was due to a faulty main circuit board (pcb). The main pcb was replaced to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf140 and sf218) indicating a wrong priority alarm and main board error respectively. There was no patient injury reported as a result of this incident.